Event description:
It was reported that at the patient's semi-annual appointment, diagnostics were performed which resulted in high lead impedance. The physician feels that there may be a disconnect in the system, but it has been decided by the patient's mother to postpone any interventions at this time since the patient has excellent control, and is having no seizures. There is no known manipulation or trauma and no x-rays will be ordered at this time. The device has been disabled. The patient will be re-evaluated at his next appointment in approximately 6 months. If any issues arise before then, they will re-assess the situation at that time. Review of the patient's programming/diagnostic history resulted in the same high impedance being present in 2008, which was not reported to the manufacturer. The cause for the high impedance is unknown at this time.

Manufacturer narrative:
Conclusions - device malfunction is suspected, but did not cause or contribute to a serious injury or death.